Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (was) with a dilator inside the sheath and the valve was closed tight, and a small piece of the tip was separate from the device. The device was bloody. The hub, sheath and tip, were microscopically and tactile inspected. Inspection revealed extensive tip damage (separation of the layers/stretched) and part of the tip was completely detached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states for full device recapture - "f. Repeat steps 7-14 with new delivery system.¿ because the customer decided to use the device after a full device recapture instead of obtaining a new device, this may have contributed to the reported positioning/placement and failure to deploy. (B)(4).

Event description:
It was reported the tip of the access system detached. A left atrial appendage (laa) closure procedure was performed. A 24 mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman® access system (was). The closure device was deployed, but 4-5 partial recaptures were performed because a leak was present. The device was then fully recaptured because it was too proximal in the laa. The wds was inspected and flushed outside the patient so they could use it again and no damage was noted. The was repositioned in another lobe utilizing the pigtail catheter. The closure device was attempted to be deployed, but it would not open fully. The closure device was fully recaptured and removed from the patient. The physician noticed a portion of the tip of the was on the closure device. No recapture difficulties were noted and there was no damage to the wds. The physician decided to use a second was to deploy a second closure device successfully. There were no patient complications reported and the patient was not adversely affected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the access system detached. A left atrial appendage (laa) closure procedure was performed. A 24 mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman® access system (was). The closure device was deployed, but 4-5 partial recaptures were performed because a leak was present. The device was then fully recaptured because it was too proximal in the laa. The wds was inspected and flushed outside the patient so they could use it again and no damage was noted. The was repositioned in another lobe utilizing the pigtail catheter. The closure device was attempted to be deployed, but it would not open fully. The closure device was fully recaptured and removed from the patient. The physician noticed a portion of the tip of the was on the closure device. No recapture difficulties were noted and there was no damage to the wds. The physician decided to use a second was to deploy a second closure device successfully. There were no patient complications reported and the patient was not adversely affected.